Event description:
On (B)(6) 2011, pt reported elevated blood glucose due to the infusion sets. This had been an ongoing concern over the past 2-3 weeks. Blood glucose elevated as high as 300 mg/dl, and the pt felt extremely thirsty and shaky. Pt changed her infusion site and bolused to decrease blood glucose. Pt was not sure what type of infusion set she was using and uses a competitor's infusion device. There was no insulin leakage or blood in the system. Infusion sets were replaced. F/u was provided by pt on (B)(6) 2011. After the previous conversation, pt continued to feel ill and her blood glucose kept elevating despite delivering boluses. Blood glucose elevated to "hi", and pt went to the ER. Normal blood glucose is 80-120 mg/dl. Pt experienced frequent urination, exhaustion, and her heart was racing. Pt tested positive for ketones and was treated with an IV of fluids and insulin. She was kept at the hosp from 3:30 p.m. - 10:30 p.m. Until her blood glucose started to decrease. The infusion headset was removed and the cannula was bent in the middle to a 90-degree angle. There were no concerns with the preparation or insertion of the infusion set. Pt uses her bottom and hips for infusion sites. Headsets were inserted manually. Pt experienced this concern at least 10 times. Infusion set was requested for eval. Three attempts were made to f/u with pt, and these were unsuccessful.